Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was not capturing and was found to have dislodged. During the procedure to reposition the lead it was noted that the patient¿s intrinsic rhythm was a flutter around forty beats per minute. When the lead was reconnected to the implantable pulse generator (ipg), while the device was outside of the pocket, the device did not pace. After being returned to the pocket, the device paced. The lead and device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.